Event description:
The reporting surgical facility reported this as follows, "trailing haptic torn from optic - removed. No injury to pt noted." And "when the physician inserted the iol, it was noted that the trailing haptic was not present. The wound was enlarged and the iol was cut in half and removed from the eye and replaced by a sulcus iol. Sutures were placed to secure wound".

Manufacturer narrative:
The event seemed to occur based on an error during loading the iol into the injector cartridge system. Based on the physicians words, there was no additional injury to the pt, and no reason to believe the long term prognosis is negative. Conclusion: lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly and that the quality of the lens is not at fault. After having carried out a detailed investigation of the lens in question, lenstec concludes that the event was not caused by the lens design and is unable to determine a specific cause for the torn haptic. However, the type of breakage seen for the torn haptic most commonly occurs when the trailing haptic is trapped between the two flaps of the cartridge or caught between the cartridge and the silicone cushion during the injection process. In order to minimize such defects, lenstec provides with each lens an instruction for use which indicates the correct method for implantation using the injection technique and advises the user to follow these instructions. Additional, we have conducted extensive testing on the lens model in question and the cartridge/injector used; our results indicate that this lens and the instruments used are compatible and meet international requirements ((B)(4)) for performance testing. With regards to the optic and the haptic which appeared to be cut, lenstec concludes that the damage was probably as a result of the removal process of the lens from the eye. Lenstec wishes to thank you for bringing this complaint to our attention, and assure you of our continuing attention to producing high quality products. It would be appreciated if you forward this report to the surgeon. We now consider this complaint closed.